Event description:
The home patient (hp) suspected that they were overfilled with fluid while using the homechoice cycler for apd therapy. The hp started apd therapy with fluid in their peritoneum, although pt is normally empty. The hp reported that the cyler advanced from the initial drain into fill 1 prior to draining the fluid from their peritoneum. The hp filled with 589mls of the programmed fill volume and contacted baxter operational support, at which time the cycler was placed into a manual drain. During the manual drain the partial fill plus the residual fluid from the hp's peritoneum was drained, which amounted of 2233mls of solution. Afterwards, the hp continued with apd therapy. There was no pt injury or medical intervention reported as result of this incident.